Event description:
It was reported that the left ventricular lead exhibited high thresholds and had dislodged. The lead was capped and replaced. The patient in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.